Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: bd received 3 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for gel airbubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use air bubbles were discovered with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from french to english: several tubes have defective gels with bubbles. Whole blood passes through the gel. There was no conservation problem with us. - were there any consequences for the patient or medical staff? Yes, samples had to be taken again. - was there exposure to the blood? No.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use air bubbles were discovered with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from french to english: several tubes have defective gels with bubbles. Whole blood passes through the gel. There was no conservation problem with us. Were there any consequences for the patient or medical staff? Yes, samples had to be taken again. Was there exposure to the blood? No.